Event description:
The customer stated that she was hospitalized for diabetic ketoacidoses. No blood glucose reading was reported for the event. Prior to the event, the customer had an extra infusion set, but she did not attempt an infusion set change. The customer was dehydrated and was slurring when she arrived at the hospital. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.